Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 580 mg/dl and ketones. Reportedly, the cartridge was loaded onto the pump improperly. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.